Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not last as long as expected. The pump also allegedly emitted replace battery alarms without preceding low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple cs 128 call service alarms due to the installation of a partially discharged battery, as well as unconfirmed alarms that drained the battery. No errors, alarms, warnings, or instances of short battery life were duplicated during testing. Current draws measured within specifications. The pump case was removed and no intermittent conditions were found in the power circuit. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.